Event description:
There was an allegation of analyzer alarms and questionable results from the cobas e 801 analytical unit. Two examples for elecsys vitamin d total iii were provided. Patient 1: the initial result was >300 nmol/l with a data flag. The repeat testing gave no numeric result but gave a data flag. On (B)(6) 2026, the sample was retested on a cobas e601, and the result was 19.56 nmol/l. Patient 2: the initial result was 10.2 nmol/l. The repeat result was 76 nmol/l. The repeat result using a different analyzer was 18.8 nmol/l.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.